Manufacturer narrative:
The unit will not be returned for evaluation. It is not possible to determine the assignable cause of the issue. Insufficient information for a complete investigation. A review of the DHR for lot 32112-03 was reviewed. The part met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released for lot 32112-03. A review of lot history showed that there were (B)(4) units that failed for functionality. This lot has a failure rate of (B)(4). No significant trends were observed.

Event description:
After 48 seconds the handpiece stopped working. A second microtip was used with no problems.